Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 4.5 years post initial procedure, the patient presented emergently with abdominal pain. CT scan revealed a type iiia endoleak with component separation between the bifurcated and proximal extension devices. However, the exact date of event is not confirmed. The physician elected to treat the patient by implanting two (2) additional suprarenal afx devices on (B)(6) 2019, and the endoleak was confirmed successfully repaired at the conclusion of the procedure. The patient did well during the procedure and was reportedly stable. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported type iiia endoleak of the aortic components with complete component separation; it was confirmed that there was adequate overlap at the time of the initial implant and no endoleak. There was also evidence to reasonably suggest an aortic rupture, stenosis, and distal buckling of the bifurcated device occurred that was not included in the event as reported. The event is most likely anatomy-related due to the increase in the infrarenal angulation from 40° to 91° (aortic remodeling). Procedure-related harms for this event could not be determined. The final patient status was stable post secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received per clinical assessment confirming that an aortic rupture with stenosis and buckling of the bifurcated device were also present.